Event description:
Battery leak observed during surgery. A pulse lavage irrigator was in use when the o.r. Nurse noticed a weak stream of irrigant. The o.r. Nurse inspected the device more closely and saw the corrosive substance at juncture of the battery pack. Some residue also seen on tubing. The pulse lavage irrigator was replaced.